Manufacturer narrative:
The returned valve was patent. It met the requirements for leak testing. However, the device did not meet the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may result in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 51.5 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. Approximately 53.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no flow through the valve during the procedure.

Event description:
It was reported the valve¿s ¿rebound¿ was not good prior to implant testing. When the surgeon implanted the valve, it was found that it was ¿not working.¿ the valve was replaced and there was no injury to the patient.